Manufacturer narrative:
Other relevant device(s) are:: micra: model #: mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4). Yes, return date: 02-jun-2020: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes: mfg date: 07-nov-2019. Yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the leadless ipg exhibited high thresholds after tether removal. The first leadless ipg remains in the patient as a back-up pacing system. The implant of a second leadless ipg system was attempted and high thresholds after tether removal were again noted. It was further reported that the second delivery system (ds) would not allow the insertion of a snare. The second leadless ipg system was removed. A third leadless ipg system was successfully implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: h3: yes h6: FDA method code(s):10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 4315 product event summary: the partial delivery system was returned without the device, tether, and tether pin. Flat wire was found protruding from the delivery system outer shaft. The analyst noted the articulation test could not be performed because a full delivery system was not received. Handle is marked #2 and pli #30. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.